Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include:: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid [¿40 mg¿] with an unknown dose. It was reported during post-operation on (B)(6) 2017 the patient had a suspected catheter issue. The hcp revised the proximal catheter piece. There was a patient complication, but the representative did not have the details at the time of the report. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. The representative was going to obtain additional information from the hcp in a week. No further patient complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-04 from the hcp via the representative reported the cause of the catheter issue was due to the pump spinning around. The representative was not entirely sure when the patient first started experiencing the issues, but it was approximately 1 month prior. The patient experienced symptoms of increased pain and lack of efficacy. The issue had been resolved.